Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is showing no disposable pump won't run alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: one sample was returned for investigation. The sample consisted of one cassette product; the sample was received without its original packaging, decontaminated and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. No damage, kinks or any discrepancies that could cause the failure mode reported. Was detected. For functional testing, the sample was connected to the pump; the sample was fully priming and connected without difficulty, the pump was set running and no alarms were activated. The failure mode could not be duplicated by functional testing; the complaint was not confirmed. The reported problem was not duplicated. No root cause was determined as the complaint was not confirmed. No corrective actions were taken as the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).